Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 03-feb-2020. This spontaneous case was reported by a consumer and describes the occurrence of muscle fatigue ('physical fatigue') in a (B)(6) year-old female patient who had essure (batch no. 50759360) inserted for tubal ligation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced muscle fatigue (seriousness criterion medically significant), musculoskeletal discomfort ("problems with shoulder"), visual impairment ("problems with sight"), arthropathy ("problems with finger joint"), hypersomnia ("sleeps all the time"), speech disorder ("speech problem, uses the wrong words") and irritability ("irritability"). At the time of the report, the muscle fatigue, musculoskeletal discomfort, visual impairment, arthropathy and irritability outcome was unknown and the hypersomnia and speech disorder had not resolved. The reporter considered arthropathy, hypersomnia, irritability, muscle fatigue, musculoskeletal discomfort, speech disorder and visual impairment to be related to essure. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: r2001400) on (B)(4)2020. The most recent information was received on (B)(4)2020. This spontaneous case was reported by a consumer and describes the occurrence of muscle fatigue ('physical fatigue') in a 43-year-old female patient who had essure (batch no. 50759360) inserted for tubal ligation. The occurrence of additional non-serious events is detailed below. On (B)(4)2014, the patient had essure inserted. On (B)(4)2014, the patient experienced muscle fatigue (seriousness criterion medically significant), musculoskeletal discomfort ("problems with shoulder"), visual impairment ("problems with sight"), arthropathy ("problems with finger joint"), hypersomnia ("sleeps all the time"), speech disorder ("speech problem , uses the wrong words") and irritability ("irritability"), 21 days after insertion of essure. At the time of the report, the muscle fatigue, musculoskeletal discomfort, visual impairment, arthropathy and irritability outcome was unknown and the hypersomnia and speech disorder had not resolved. The reporter considered arthropathy, hypersomnia, irritability, muscle fatigue, musculoskeletal discomfort, speech disorder and visual impairment to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(4)2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation has been conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.